Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty part was repaired during the service call. The system was tested and found to be working and put back into service.

Event description:
The customer reported that the 9600 system would not work in subtraction mode during a case. No patient injury was reported.